Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right capsule contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: deformation is observed. Crystalline is observed. Observed device overweight, however, a review of the weight reports generated during the manufacturing process is performed and all units were within specification. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right capsule contracture baker grade IV. Device has been explanted and replaced.

Event description:
Healthcare professional reported right capsule contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a.